Manufacturer narrative:
Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Since no serial number was provided, no device history record (DHR) review could be performed. If additional information is received regarding the event or clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports related to the same incident: MFR # 2029046-2019-02700 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter), MFR # for product code 39d76x (stockert generator). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and stockert generator and suffered esophageal fistula requiring an unspecified intervention. Around week 3 post-procedure, the patient complained about chest pain. In a follow-up visit an esophageal fistula was confirmed. An unspecified medical intervention was performed. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. The caller stated that due to the amount of time that has passed, there are no specific details about the case. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.